Event description:
In late 2008, the pt reported experiencing an occlusion alarm on her infusion device (competitor product). She disconnected from the infusion site and was able to bolus without error. She changed the infusion site and then noticed insulin leaking beneath the adhesive. She inserted a new infusion site and then began "smelling ketones, felt dizzy and tired". At 12:43 pm, her blood glucose measured 440 mg/dl and she bolused 8 units of insulin. She stated that she felt discomfort as the bolus delivered. Her target blood glucose level is 95 mg/dl. At the time of the report, her blood glucose measured 278 mg/dl and she was feeling much better. She was sent replacement infusion sets. Upon follow up five days later, the pt reported that she had not yet used the replacement infusion sets and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.